Event description:
During the implant procedure, the right ventricular (rv) lead was unable to connect to the header of the device. The rv lead was explanted, and the replacement lead was successfully connected to the device. The patient was in stable condition.

Manufacturer narrative:
The reported event of the lead unable to connect to the header of the device was confirmed. As received, a complete lead was returned with the helix in retracted and position and clogged with blood/tissue. Examination of the lead found tool marks on the molded connector/ring assembly and the assembly was found to be compressed and deformed consistent with procedural damage. The lead could not be inserted into the test ICD device and the test is-4 connector sleeve due to the extreme procedural deformation.